Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to an infection. The electrode incision was deemed infection. The hosp believes the pt had methicillin-resistant (B)(6). Three courses of antibiotics were administered, but unsuccessful. The device and electrode were disposed of by hosp staff and will not be returned.